Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
See (B)(4) for the hbg reporting. Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose below 35 mg/dl at the time of the incident. The customer was given soda, sugar gel, and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained of high blood glucose issues after having their settings adjusted by their doctor. The customer was running high and treated with 100 units of insulin with manual injections, so he dropped low on the day of the incident. The insulin pump will not be returned for analysis.